Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain, suffering, discomfort, disability and hospitalization. Note, the date of event ((B)(6) 2023) is provided as an estimate based on the date of awareness. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient was implanted with 3dmax right mid large mesh. It is alleged that the post implantation patient had pain, suffering, discomfort, disability, hospitalization, medical and nursing treatment. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.